Event description:
It was reported placement of this stent in the hepatic duct was uneventful. Routine follow up the next day revealed the stent had migrated two to three millimeters. The stent was intentionally pushed into the duodenum where it was expected the pt would pass it. Several days later the pt returned with what was believed to be a hernia and obstructed bowel. Examination revealed the stent had migrated and perforated the bowel. The stent and a section of the small intestine were surgically removed. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Co's attempts to get further details with regards to the cirumstances of this event have been unsuccessful. Co's direction for use state: "final stent placement resulting in an excessive length of stent protruding into the duodenum or misplacement into the duodenum may damage or obstruct the intestine."